Event description:
It was reported that during a device check "pacing and sensing" failure was found in both atria and ventricles. The physician considered ventricular lead dislodgment the cause of this event. A computerized tomography (CT) scan was performed and confirmed cardiac perforation. A lead revision was performed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Addrs1 implantable pulse generator, (B)(6) 2012. (B)(4).